Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es tower, the medstation is running slow. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure ode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,07-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that the system was slow. A technical support specialist (tss) rebooted the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
Correction: section h device manufacture date. This supplemental MDR was submitted to reflect the correct manufacture date.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es tower, the medstation is running slow. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1 initial reporter facility name -(B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es tower, the medstation is running slow. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported due to this event.